Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification number was not provided by the complainant. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported on october 16th 2020, the following involving a case performed sometime in (B)(6), the physician informed hologic representative that recently the patient returned sometime after the ablation with a complaint of vomiting, nausea and cramping. Upon the ER visit the patient was admitted for sepsis. Upon further examination e. Coli and infection is observed. A CT scan revealed "debris and infection" the patient admitted for three days and given antibiotics. The patient was released after the three days with a healthy outcome. No additional details at this time.